Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump would alarm for no delivery. The customer states they received safety drive support cap email. The customer states they continue to receive the no delivery alarms no matter what they do. The customer's blood glucose level at the time of incident was unknown. The customer states they would be changing the expired reservoir they had been using. The customer was advised of possible occlusion and against using expired reservoirs. The customer states they would monitor the device and call back if issues persist.